Manufacturer narrative:
The device was returned and the following were found during the evaluation; image disturbances; water intrudes into the inside of the device and liquid adheres to the substrate; corrosion on the connector socket; dust accumulates; and a non-olympus xenon lamp. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had loose contact/ image disturbances when an endoscope gets connected. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely image disturbances occurred due to faulty socket. Regarding the event water intrusion into the inside of the device and liquid adhesion to the substrate, the definitive root cause could not be established. Olympus will continue to monitor field performance for this device.